Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced constipation symptoms, needing to strain to evacuate bowels, attempted to manually disimpact herself, called physician's office with complaints of vaginal bleeding. On exam noted to have total separation of posterior vaginal mucosa, separation of anterior vagina with aris protruding, vaginal apex mucosa had separated/pulled down and was bleeding. In-office removal of numerous ethibond sutures, cauterization of vaginal mucosa. Subsequently, it was found that eroded aris, vaginal foreign body, recurrent rectocele/enterocele, excision of posterior suspend fascia lata and attached ethibond sutures, partial excision of aris with revision, excision/ revision of excoriated anterior vaginal wall, additional areas of excision / revision/ cauterization of excoriation/granulation tissue, new suspend fascia lata and ethibond sutures used for complex posterior repair and bilateral sacrospinous vaginal vault suspension, cystoscopy under general anesthesia ¿ ebl 150 ml. Intraoperative findings: pelvic exam revealed total breakdown of posterior vaginal wall, grade 3 cystocele, vaginal apex decent down to introitus, large/ irritated/ excoriated area on upper anterior vaginal wall, additional areas of excoriated/ granulation tissue, ~3 cm portion of redundant aris protruding through vaginal mucosa at uterovesical junction (~2 cm portion excised), posterior distal portion of new suspend fascia lata patch at introitus was noted to be thin/attenuated and required a second layer of suspend fascia lata sutured over the top of the initial layer.